Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had reached an elective replacement indicator (eri) battery status. There was not an allegation or dissatisfaction with the ins longevity. The patient stated that they saw the eri error message several months prior to the date of this report. It was further reported that the patient was getting poor communication and was unable to communicate with other external devices. The patient last felt stimulation several months ago and stated that they last successfully recharged their ins about four months ago. Information regarding overdischarge was reviewed with the patient, however, they insisted that they never let their battery deplete as they always kept up with recharging. The patient stated that all of a sudden, they couldn't recharge and mentioned the eri again. It was unknown when the patient first experienced the inability to recharge. The patient also reported that sometime in 2016, they noticed that recharging was taking longer and longer. The patient was redirected to their healthcare provider (hcp) to address the depleted battery and discuss potential replacement. No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was no longer functioning/charging and the patient inquired how to go about getting it replaced. The patient noted that the ins had numbed their legs after implant which helped because they had bad knees. The patient then noted that they didn't think the ins 'ever had a chance to do its thing' or that the electrode placement was not optimal for pain relief. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.